Event description:
It was reported that the patient presented post-op follow up. Upon review, the atrial lead exhibited failure to capture. Chest x-ray was performed and revealed that the lead had dislodged. The patient was brought back to the procedure room and the lead was successfully repositioned. The patent was in stable condition throughout procedure.